Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
The following additional information was received: the tenku was replaced with a non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid-left anterior descending coronary artery that was mildly tortuous, moderately calcified and 90% stenosed. During the first inflation, the nc tenku 2.0 x 12 mm balloon ruptured at 10 atmospheres. There was no adverse patient effect. No additional information was provided.